Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 191 mg/dl. Customer treated high blood glucose with the manual injections and insulin pump. Customer reported the following symptoms related to their high blood glucose were chest pain, dizziness. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.